Manufacturer narrative:
The device was returned for analysis. Review of the production records and corrective and preventive actions (CAPA) reviews were not performed because a specific failure mode for this complaint was not provided nor noted. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided and analysis, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure using an 8f sheath. Reportedly, an unspecified device issue occurred with four prostyle devices. The sheath was replaced. The final method of achieving hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.